Manufacturer narrative:
Updated: b4, d2, d4, d8, d9, g6, h2, h3, h6.

Event description:
According to the facility on (B)(6) 2025 during a procedure a lap sponge frayed and a "thread was found inside the right breast wound".

Manufacturer narrative:
According to the facility on (B)(6) 2025 during a procedure a lap sponge frayed and a "thread was found inside the right breast wound". Per the facility the thread was "handpicked" out of the wound. Per the facility the procedure was able to be completed. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.